Event description:
The customer reported that in the middle of procedure, the device would not seal tissue, though it was recognized by generator; however, no end tones were confirmed. The device was received and upon visual inspection, it was found that one of the jaws broke at the junction of the crimp. The metal at the base of the electrode jaw was exposed.

Manufacturer narrative:
(B)(4). Visual inspection found that one of the jaws broke at the junction of the crimp. The metal at the base of the electrode jaw was exposed. The jaw was not making contact and generated an instant re-grasp alarm. Therefore no energy could be delivered. The wire broke most likely from improper handling during assembly onto the reusable handpiece.